Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an incompatible scope error (e315) and the image was not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: incompatible scope error (error code e315) was due to corrosion on endoscope connector, and the image was not displayed was due to damage on scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.